Event description:
Boston scientific received information that this patient was recently seen and an electrogram (egm) was taken, which the boston scientific sales representative sent in for boston scientific technical services (ts) review asking if there was potential undersensing. Ts stated that it did not appear to be undersensing but rather, loss of capture as evidenced by the pause of about 2.5 seconds which was seen on both the rv pace/sense and the shock channel. The health care professional (hcp) stated that they had not spoken to the patient yet so unaware of potential symptoms. The device and lead remain in service at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.